Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, a supraventricular tachycardia episode with undersensing of r-waves was observed on stored egms. Programming changes were recommended. Later, it was discovered that the leads were dislodged. This was the second dislodgement event since (B)(6) 2018. The ICD system was explanted, and a subcutaneous ICD was implanted. The patient was stable throughout the event.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-09693 and associated follow-up, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).